Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a plunger clamp stuck in the up position and a broken tip retaining clip in the up position in the reported problem area of the pipette assembly. The plunger clamp, tip clamp, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.